Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, high impedance was observed on the left ventricular lead. The physician elected to complete the procedure without a left ventricular lead. The patient was stable following.

Manufacturer narrative:
A complete lead was returned in single piece measuring 86.0 cm. Analysis was normal. No anomalies were found.